Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va100z5, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported the patient had the device removed because it wasn't helping with the patient's bladder and bowel control symptoms. The caller noted part of the issue was that the patient has huntington's disease and every time she goes to sit down, it's very rough. The caller stated they suspect the wires "wouldn't stay connected to the muscle". The caller also noted the patient is slender, the caller noted the therapy did help initially. The caller added the patient's wound didn't heal up properly so everything was removed. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.